Event description:
The complaint was reported as: the customer alleges that the device does not produce a mist during use. No report of a patient injury or delay in treatment.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) of batch number 02e1300345 of material 41894 was reviewed and no non conformance reports were originated for the lot in question that can be associated to the complaint report.